Event description:
This is report 6 of 20 for the same event. It was reported from the (B)(6) that before surgery, it was observed that seventeen battery devices and three universal battery charger devices were not working when in use together. There were no delays to the planned surgical procedure. It was not reported if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An optical and functional assessment was performed which determined that the fuse in the battery device was tripped due to a very strong current flow through the battery device (>30 ampere) and was intercepted by the protection. It was determined that the malfunction was found within the handpiece device. It was further observed that residual liquid between the motor and control unit was detected which led to the control unit to malfunction, causing the fuse in the battery to trip after a short circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a short circuit, overvoltage, or the use of an unsuitable energy source, which is improper maintenance. This is further defined as user error/misuse and abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 22 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact phone number provided. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.